Manufacturer narrative:
Other relevant device(s) are: product ID: asm0206-03r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that four out of eight screws were deviated during a s1 to l3 case. The left l3, left l4, and left l5 were lateral to plan and right l3 was medial to plan. The surgeon did not see any patient movement during the procedure. Exposure was completed prior to imaging for registration and only two retractors were used during the procedure. The surgeon had started the procedure at right l3, went down to the sacrum, and then started at left l3. The procedure was open with a schanz pin placed in the left psis to mount the surgical system to the patient. No movement of the pin was observed during the case. There was a skive at the sacrum, but the surgeon adjusted for and the screws were placed accurately. New snapshots were taken to verify the navigation accuracy was correct. A powered drill was used to drill a 30 mm hole in each pedicle before tapping and placing screws by hand. The deviations were confirmed with fluoro and repositioned using freehand technique. The manufacturer representative noted that this was a revision case with a decompression from l3 down to s1. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
H3: analysis of the surgical arm found the complaint was confirmed. Visual/physical examination and functional testing found the surgical arm failed an accuracy test. The flange of joint 6 was loose, the motor harness of joint 3 was damaged, the 3define camera was the old version and the joint 2 and joint 3 motors were not calibrated. The surgical arm was repaired, recalibrated and passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.